Event description:
Procedure type: vats. According to the reporter: the sleeve came from 5mm step port box, however, a 12mm port was being put into sleeve which completely detached from sleeve wings. The tech believed the sleeves for a 5 and a 12 are the same/interchangeable. The sleeve detached when the 12mm port was inserted at the beginning of the procedure. Nothing fell into the cavity. There was no tissue damage, no add'l bleeding and the incision was not extended over 1 inch. No pt injury was reported.

Manufacturer narrative:
(B)(4)